Manufacturer narrative:
Concomitant product: product ID 37602 serial# (B)(4) implanted: (B)(6) 2015 product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that one side quit working in 2012, and that the battery was using more juice than before. The caller believes the issue was with the left side, and that the issue was surgically fixed with no current issues reported. The patient is to have their implant checked by the healthcare professional (hcp). No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-08008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.